Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient currently experiences mixed urinary incontinence and is otherwise healthy.

Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2005. The patient underwent a procedure on (B)(6) 2005 to loosen the sling. The patient underwent another procedure on (B)(6) 2005 to release/cut the mesh. On (B)(6) 2014, the patient underwent a cystoscopy that showed a part of the mesh sling was eroded through the bladder wall / mucosa. The patient complains of persistent urinary incontinence, predominantly of urge type. Additional information has been requested.